Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: insyte IV was slow to retract the needle.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of slow retraction was confirmed, and the cause appeared to be manufacturing related. One fully retracted needle without the IV catheter and two 20g insyte autoguard devices in sealed unit packages from lot #4116814 were provided for investigation. A functional test revealed that retraction time of the unused representative samples was within specification. The needle on the used sample was reset and when the safety mechanism was activated, the retraction time exceeded the specification. Excess gel may have caused the slow retraction. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.